Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889, lot# unknown, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via an advanced evaluation trial patient regarding an external neurostimulator (ens). Patient doesn't think they are emptying a lot as of right now and is experiencing pain and swelling at the incision site. The patient's spouse was trying to change out the gauze and noticed some filament stuck in the gauze along with dried blood. Patient was redirected to their healthcare provider (hcp). The next day, patient said their incision site feels like a bruise. On (B)(6) 2017, patient says it hasn't been working as well today as it was the day prior. They also report being dehydrated as well and can't tell if their bladder is full or not. On (B)(6) 2017, patient feels like they were retaining too much. The next day, the patient reports still retaining at times. On (B)(6) 2017, patient said their back was sore by the incision site because it got colder the night before. They also said when they have a full bladder, their urine stream is weak. The next day, patient said their lead got caught on their clothing and report it hurting for a second. No further patient complications have been reported as a result of this event.